Manufacturer narrative:
The reported issue was with the c-arm and monitor that are used with the lithotriptor. The c-arm and monitor are not manufactured by healthtronics. However, healthtronics provides service for these. Manufacturer, siemens, notified of the reported issue.

Event description:
Monitor and c-arm would not work. No display on the monitor and c-arm had error code. Healthtronics technician and healthtronics service called. Unable to correct the issue, case cancelled